Event description:
Doctor was starting an arthroscopic labral repair of the right hip. He inserted a cannula with obturator into the hip to gain surgical access and the tip of the obturator broke off inside the joint space. The doctor was able to retrieve the broken tip but it took approximately 50 minutes to do so, resulting in extended time under anesthesia.